Event description:
It was reported that the external pulse generator (epg) froze after turning on and was unresponsive to button inputs. It was noted that the batteries were removed to turn off the epg. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg froze after turning on and was unresponsive to button inputs. It failed incoming functional testing and shut down on tester twice. It was noted that the main printed circuit board (pcb) was contaminated. It was further noted that the output connector assembly, hanger assembly and upper case was broken, a capacitor was damaged on main pcb, keypad flex, encoder stems, four knobs, liquid crystal display, display frame and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.